Manufacturer narrative:
Related MFR numbers #2916596-2024-00212, #2916596-2024-00213, #2916596-2024-00216, #2916596-2024-00217, # 2916596-2024-00219. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 due to complaints of abdominal pain, nausea, vomiting and weakness for 1 week and started on a course of meropenem/daptomycin/micafungin. On (B)(6) 2023 wound cultures were positive for klebsiella pneumoniae and linezolid/meropenem/micafungin was given. Starting (B)(6) 2023 meropenem/fluconazole was given. The patient passed away due to sepsis on (B)(6) 2023. The heartmate ii left ventricular assist device was functioning as intended without any alarms and would not be explanted. The outcome was not considered device or therapy related. An autopsy was not performed, and the device would not be returned for evaluation.